Event description:
A review of the reported information indicates that model unknown vena cava filter allegedly experienced migration and malposition of device. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 37 years old male patients' weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical records were provided for review. The investigation is confirmed for the filter migration and filter tilt. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical record was received for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced migration and malposition of device. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patients' weight was not provided.